Event description:
The aci clinical specialist reported that a (B)(6) female patient underwent a diagnostic peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Peri-procedure the pt was anti-coagulated with 3,000 units of heparin. A 50/50 contrast was used. Following the procedure, the deployer who was in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon popped during pull back, after the first point of resistance, when the balloon was against the introducer sheath. Access was maintained and a second mynxgrip device was deployed successfully. Hemostastis was achieved. The pt was reported as hospitalized, but not mynx related. The pt was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1207604) indicated that the device lot met all established performance criteria prior to shipment.